Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: battery cap does not measure within contact width specifications; height is acceptable. Pump powers with returned battery cap. Battery compartment intact, no cracks. Battery cap is able to fully tighten however a power loss was observed when the cap was loosened by 1/2 turn. Black box dates from 11/29/2014 -12/7/2014. Black box data from date of incident has been overwritten. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.